Manufacturer narrative:
Exact dates of event are unknown. Article indicated events occurred between (B)(6) 2014 and (B)(6) 2015. Per the instructions for use, conduction system defects (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in a technical summary written by edwards lifesciences, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative comorbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, the cause of the conduction disorders for these patients is unknown and are likely related to the mechanisms described above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. Bibiography kim, won-keun, md et al. ¿transfemoral aortic valve implantation of edwards sapien 3 without predilatation¿ catheterization and cardiovascular interventions, 89 (2017), p. E38¿e43, wileyonlinelibrary.com, doi: 10.1002/ccd.26464. Accessed 2-may-2017.

Event description:
As reported by the edwards european affiliate, through a journal article titled, ¿transfemoral aortic valve implantation of edwards sapien 3 without predilatation¿, post valve deployment of the sapien 3 valve via transfemoral approach, thirty two patients developed conduction disorders and required the placement of a permanent pacemaker. Details of the tavr procedure and conduction defects were not included in the article. As there are no patient identifiers, this MDR is applicable to all thirty two patients.

Manufacturer narrative:
Ref. Related manufacture report numbers: complaint (B)(4):mfgr report number 2015691-2017-01505 complaint (B)(4):mfgr report number 2015691-2017-01507 complaint (B)(4):mfgr report number 2015691-2017-01508 complaint (B)(4):mfgr report number 2015691-2017-01509 complaint (B)(4):mfgr report number 2015691-2017-01512 complaint (B)(4):mfgr report number 2015691-2017-01514 complaint (B)(4):mfgr report number 2015691-2017-01515 complaint (B)(4):mfgr report number 2015691-2017-01516.